Event description:
A premature battery depletion reportedly occurred. During the previous follow-up performed on (B)(6) 2016, the estimated residual longevity was displayed as 38 months. No issue is suspected on the leads. Reportedly, the device was explanted and should be returned for analysis. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
The explant date was added.

Event description:
A premature battery depletion reportedly occurred. During the previous follow-up performed on (B)(6) 2016, the estimated residual longevity was displayed as 38 months. No issue is suspected on the leads. Reportedly, the device was explanted and should be returned for analysis. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
A premature battery depletion reportedly occurred. During the previous follow-up performed on (B)(6) 2016, the estimated residual longevity was displayed as 38 months. No issue is suspected on the leads. Reportedly, the device was explanted and should be returned for analysis. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).